Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that the pump is unable to deliver enough fluid into the joint. There was no harm for patient, operator or third party. No further information received.

Event description:
Update swit 30-aug-2024: further information was received that this occurred during several surgeries in (B)(6). Sometimes it worked and sometimes it didn´t work. The surgeries were finished successfully with the same pump. Update swit 05-sep-2024: further information was received that there was no person involved, but the product has been worn from time to time. They have been struggling with the item some time.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. One unpackaged ar-6480 arthroscopy pump serial number: nx8293uj was received for investigation. Visual evaluation noted no problems with the returned device. The returned ar-6480 arthroscopy pump was assembled with an ar-6410 lot number: 73988853, and an ar-6430 lot number: 73002759 pump tubing and was tested and evaluated three different times under normal conditions to see if the failure could be reproduced. The pump was connected to the power and turned on. After selecting the desired pressure, the run button was pressed to start the machine. For the first run, the pump was run for a total of 63 minutes. And the pump was observed to function as intended with no issues. For the second run, the pump was run for a total of 60 minutes with no issues observed. For the last run, the returned device was run for another 60 minutes with no issues observed with functionality. No problem found. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected¿no problem found. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 45 and 91, respectively. These results indicated no problem with pressures. It was noted during functional testing that the pump motor/rotating parts made a loud noise when running. The cause of this can be attributed to wear and tear of the motor, which is exhibited in the noisy motor and caused by extended usage in the field¿device manufacture date 2015. Refer to investigation photos.